Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's bladder control symptoms had become worse since she was reprogrammed (shortly after (B)(6) 2018) and that she did not know how to use the patient programmer (pp) to make adjustments. The patient described her symptoms as soaking wet pads and wet underwear/pajamas. The patient noted that she was initially on program 1 and therapy was working great, she was not wetting or getting up at night. The patient synched the implant with the patient programmer (pp) and the pp showed that stim was on and at program 2 @ 2.1v. The patient received the replace pp batteries screen so she was not able to increase the setting during the call. The patient stated that they would go to the store, buy batteries, and then call back. Additional information was received when the patient called back later that day. The patient reported that she changed the pp batteries and the pp is functioning properly. The patient stated that she does not feel stimulation and that she noticed that she wasn't feeling stimulation on her new program "some time" after her doctors appointment on (B)(6) 2018. The patient had increased stimulation on program 2 from 2.1v to 2.2v. The patient stated that she was able to synch her pp with her ins and it showed stim on. The patient increased stim from 2.2v to 2.8v. The patient reported "she doesn't really feel much of anything, clarified doesn't feel stim at all she doesn't think". Patient services reviewed programming basics and also offered to assist the patient in changing back to program 1 if desired. The patient chose to stay on program 2 at 2.8v until next week. Patient services reviewed that it takes some time for the body to respond to therapy and titrations should be discussed with her health care provider (hcp). The patient stated that she will not being seeing her hcp for about another month and a week. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that not feeling stimulation and the loss of therapy/return of symptoms had not resolved. Patient weight was updated. No further complications were anticipated/reported.